Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no reported patient involvement.

Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable was returned to philips for failure investigation, it was tested and no failures were identified. The root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications. ,

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no reported patient involvement.